Event description:
Had no covid symptoms. Did a home test with quickvue prior to family gathering on (B)(6) 2021. My test was positive. Did a second test. That was positive. My husband did same test and was negative. I had a pcr test 5 days later. That was negative. I assumed I had covid but never developed symptoms. On (B)(6) 2022, I did another quickvue test prior to family gathering. It was positive. Had no symptoms. My husbands test was negative. I then did two other home tests with different brands. Both tests were negative. On the same day, I got a pcr test. That was also negative. I am reporting because I have had two false positive results with this product. All the while my husband was negative with same product. I am an rn and my husband is an md. There were no "technique/collection" issues. Had an additional suspected false positive as confirmed by pcr on (B)(6) 2021. FDA safety report ID# (B)(4).